Event description:
Customer reported that the needle was protruding from the bottom of the sharps collector. Health care worker propped the bottom of the sharps collector with her hand and sustained a needle stick on her finger.

Manufacturer narrative:
No sample was received for evaluation. However, photos were received displaying the needle protruding from the sharps collector. Complaint history check yielded no other complaints for similar condition for the lot reported. All inspections passed during the manufacture of this batch. Quality will continue to monitor on monthly trend reports. Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry or dispose of it.